Event description:
It was reported the pt had not recharged his ipg for some time, hence the ipg was inoperable. The pt underwent surgical intervention to remove and replace the ipg with a different model which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.